Event description:
Boston scientific received information that the patient implanted with this device system endured a transesophageal echocardiogram (tee) for an issue unrelated to the device system. During the tee, this right atrial (ra) lead was found to be in the left atrium, due to patent foramen ovale (pfo). A thrombus was not presented. Technical services discussed recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive revision procedure was performed and this ra lead was explanted. No adverse patient effects were reported during the procedure. This lead was discarded and would not be returned for reliability analysis.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.